Event description:
It was reported that the pump would move and slide around since 2002. Per the reporter, ¿it's not like it flips, I can sit there with my fingers/ it's the pocket this is nothing new¿. The medication in the pump at the time of the event was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10965r27, implanted: (B)(4) 2002, explanted: product type catheter. (B)(4).